Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). Investigation summary: bd received one sample along with seven photos were provided for investigation. The returned sample was inspected, and no issues were identified. Additionally, the photos were evaluated and did not show the customer-indicated failure mode. Seventy-nine retained samples were visually inspected, with zero visible defects observed. Functional tests were performed on ten retained samples, and all samples were within specification limits, with no issues observed with the stopper function. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® edta 2k, stopper pop off occurred with one tube resulting in sample leakage. No adverse impact was reported regarding the patient or user.